Event description:
It was reported that (1) device was used during a reversal hartman with pouch procedure. It was reported by the affiliate that the cdh29 was used. The pouch was made and the cdh29 was inserted into rectum. The spike was rotated fully. The anvil would not click despite several attempts. They realized that the spike ws rotated out the orange ring, was not visible. The tissue was pushed so the orange was exposed. Then clicked in anvil and fired the device. The anastomosis seemed ok, then just fell apart.